Event description:
Report is being submitted based on the intervention with forceps and precedence of "flexor kinked/stretched/broke/compressed" and "stent removed while partially exposed". During the procedure a rigid wire emerged from the way of release of the stent. The stent was released with a forceps and opened a new stent. No piece remained inside the patient.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 problem statement: during the procedure a rigid wire emerged from the way of release of the stent. The stent was released with a forceps and opened a new stent. No piece remained inside the patient additional information received (translated): during the positioning of the prosthesis biliary , we noted that the prosthesis was not opening , after having removed from the endoscope we notes the presence of a metallic tip out of position¿. Device evaluation: the evo-10-11-8-b of c1478256 lot number was unavailable for evaluation. At what stage of the process was the problem seen? During the realise of the stent was the directional button fully engaged? Yes did the red indicator move when the trigger was pressed? Yes did the red indicator continue to move after the delivery stopped? Yes were any cracking/popping sounds heard from the handle? No was the stent partially exposed? Yes if the stent was partially exposed, was it possible to recapture the stent fully before removal? They took a forceps to remove the stent. Were any additional procedures needed? Yes they used another evo biliary what is the patient outcome? Inside the patient there isn¿t nothing the patient did not have to have any more surgery; only another stent was used in the same operation with the information provided a document based investigation was carried out. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: a possible cause could be the filler cannula to handle cannula breaking at the glue joint. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. The customer complaint is considered to be confirmed based on customer testimony. Document review: a review of the relevant manufacturing records for the evo-10-11-8-b of c1478256 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot c1478256; upon review of complaints this failure mode has not occurred previously with this lot c1478256. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: the customer complaint is confirmed based on the customer testimony, as the device was not returned for lab evaluation. From the information provided, there have been no reported adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted based on the intervention with forceps and precedence of "flexor kinked/stretched/broke/compressed" and "stent removed while partially exposed". During the procedure a rigid wire emerged from the way of release of the stent (as seen in the photo). The stent was released with a forceps and opened a new stent. No piece remained inside the patient.